Manufacturer narrative:
Additional narrative: additional device product codes: hxx. A product investigation was performed. Received part: one (1) shaft for 90° screwdriver (part # 03.505.003, lot # 8150158) was received intact and fully assembled. There are some stains visible at gear cover, most likely referable to blood residues. No mechanical damages could be identified on device's surface. The manufacturing review does show that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately we cannot determine the exact root cause of the complained occurrence as no detailed clinical information was provided and not all involved devices, such as power device, were sent back for investigation. A function check was performed by complaint handling unit (chu) department, which shows that driveshaft is able to be turned by hand and spins the gear properly. When the driveshaft was removed no damages were observed which could have influenced functionality. This evaluation has shown that product is actually functional as required. Based on that fact, this complaint is rated as unconfirmed. We assume that the complained malfunction is most nearly referable to a connection issue between power device and instrument. Finally we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Device history review (DHR): manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 28.may.2015. No nonconformances were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the device was used for jaw deformity surgery on (B)(6) 2017. When the surgeon turned on the device, unusual sound like ¿caracara¿ was heard from the device and it seemed like the device was idling by itself. Then, the tip of the device generated heat and it touched to the patient¿s soft tissue and burned. The surgeon commented that the burned part of the soft tissue was not critical part, so it didn¿t affect the patient. The device was replaced with another same like product, and the surgery was completed without causing any delay. Concomitant device: 1x unk power device. This is report 1 of 1 for com-(B)(4).